Manufacturer narrative:
One 70cc2 cable was returned for product evaluation. The three products involved in the event were connected for testing; hem1 instrument, sg module and the 70cc2 cable. The system verification test was performed and the testing was left to run for over three hours. The co values remained within appropriate parameters. There was no defect found. The reported issue could not be confirmed by product evaluation. With any hemodynamic monitoring readings can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. It could not be confirmed if user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.

Manufacturer narrative:
The product has arrived for evaluation and the results are pending. When the evaluation findings are available a supplemental submission will be sent. The submission numbers for the other products involved are: 2015691-2020-10463 and 2015691-2020-10464.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The product is expected to be returned for product evaluation; but has not yet arrived. When the evaluation findings are available a supplemental submission will be sent. The device history record review was completed and all manufacturing inspections passed with no non-conformances. The record of servicing has been reviewed and there is no previous related record. The UDI number is (B)(4). An MDR for all 3 products involved will be submitted. The submission numbers will be provided in a supplemental report.

Event description:
It was reported by the clinicians that there were inaccurate svr, cardiac index and continuous cardiac index readings during patient monitoring. The hemosphere instrument (hem1), swan ganz module (sgm) and 70cc2 cable were involved and could not be ruled out as contributors to the issue. The svr reading was between 2900-3500. The ci reading was oscillating between 0.1 to 1.1 and the cci reading was 0.9. They were able to recall the oximetry data without any issues. The patient was administered 1500l of fluid. They powered down the hemosphere system and it was powered back up and then all components worked appropriately. The patient demographic information has been requested but not received. There was no patient harm or injury.